Event description:
Customer reported being hospitalized due to low blood glucose levels. Customer was connected to pump during manual prime. Troubleshooting was performed and pump was returned for analysis.